Event description:
The facility reports during a patient transfer from chair to bed, the lift became unstable (right leg came off the floor) and the patient got stuck between the bed and the spreader bar of the lift. Two caregivers were assisting the patient during this transfer and one of them reported shoulder pain. The patient and the other caregiver were not injured. (B) (4).

Manufacturer narrative:
A bhm representative went to the facility to have more information on the condition of the device and the circumstances of the event. The general conditions of the lift demonstrated a lack of general maintenance (the legs are showing metal dust and base cover not properly reinstalled). It was found that when the bed is at its lowest position, the lift cannot be properly inserted under the bed. As the lift could not be inserted far enough under the bed, the patient could not be lowered directly on the bed. The manufacturer concludes that the event was probably due to the fact the caregiver had to pull or push the patient to bring him above the bed, to complete the transfer, which have caused the instability. The manufacturer recommends: -the customer retrain the personnel that operate this type of product and record this retraining. - the customer make sure that the lift is always used with the bed high enough to ensure that the lift legs could be placed properly under the bed. That all maintenance on the customer's products should be done on a regular basis by a qualified personnel as per user manual recommendation. That the customer have all similar products inspected & repaired (if needed) by a qualified technician and that these actions be recorded.